Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 600 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones identified as life-threatening by healthcare provider (hcp). Customer was subsequently admitted to the intensive care unit (ICU) and treated with intravenous fluids of saline and insulin, resolving the issue. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended, and educated the customer on insulin labeling. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.